Manufacturer narrative:
On 30 june 2017 the medical affairs performed a clinical evaluation and commented as follows: after less than 1 year, the femoral stem of a cementless dm tha had to be revised for instability. The operated hip is grossly shorter than controlateral, reasons unknown. The femur appears to have been operated upon before, probably with a dynamic screw plate, presumably for a former proximal fracture. Evidently, the proximal femur was not strong enough to sustain a short stem, this may be the reason for failure, along with the limping that inevitably accompanies such a difference in leg length. No reason to suspect a faulty device. Batch review performed on 13 july 2017. Lot 155653: (B)(4) items manufactured and released on 05 february 2016. Expiration date: 2021-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to feeling unstable. The surgeon determined the stem was loose. The surgeon revised the stem, head, and liner. The surgery was completed successfully. X-rays are available; explants are not available.